Manufacturer narrative:
Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. Visual inspection of the pump showed that pump had scratched lens and chassis appeared dirty. The review of device history log identified the following event: 1011> error - 1660 - 8/10/1941 2:52:00 pm / functional testing included use testing. The device was powered up and alarmed ec 1720 which is an issue with the watchdog reset. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. The main processing board was replaced to address this issue.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave pump alarming for "error code 1660". It was reported that the reported event occurred during testing. There was no patient involvement during the reported event.